Event description:
Patient had left hip fracture surgery with lt itbt nail with gold tip reamer - broke tip of reamer off in patient's left femur- unable to retrieve. Checked post op films - unable to visualize tip - located in femoral canal.